Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed "ap fiberoptic module failure." No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that the reported issue was reproducible before the repairs, and the fiber optic module was replaced to correct the problem. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed "ap fiberoptic module failure." No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer had repaired the iabp unit themselves. An order report for a parts sale only was generated for the customer when they purchased a fiber optic assembly. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed "ap fiberoptic module failure." No patient harm, serious injury or adverse event was reported.